Manufacturer narrative:
Results and conclusions: based on evaluation of user facility information & the returned sample; based upon evaluation of the retention sample and surrounding lots. The actual device was returned to the manufacturer for evaluation. The detached portion of the catheter was not available for further evaluation. Visual inspection of the actual sample confirmed the catheter tubing was detached at about 6mm from the distal end of the hub. A microscopic inspection revealed the catheter tubing to be slightly stretched at one end and was noticed to have a jagged edge. An evaluation was conducted on retention samples from the reported product/lot# along with the samples from the surrounding lots. Visual inspection revealed no defects. In addition, functional testing was conducted and the retention samples met manufacturer specification. At this point in time, a definitive root cause of the sheath/catheter breakage cannot be determined. The defect could not be recreated under normal assembly conditions due to the decommissioning of the sr assembly machines. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported the surflo catheter device broke off inside the patient. Follow up communication with the user facility reported: a 22g surflo catheter was placed for sedation for oral surgery; the doctor reported there were no issues placing it and the patient had a large vein allowing smooth insertion of the catheter; the catheter was placed in the left antecubital with easy insertion; it was reported the patient received adequate sedation for the procedure and "went to sleep." After the procedure when the IV was removed, the doctor reported the IV felt funny upon removal, prompting the tech to look at it, seeing it was shorter than it should be; the tech reported the removal was uneventful and upon observing the catheter, as she always does, it appeared shorter and that possibly 3/4&#59401;inch of the catheter had broken off inside the patient; after the procedure and catheter removal it was reported the patient did not experience shortness of breath or pain/discomfort; the patient was sent to a local emergency room for evaluation and admitted overnight; the hospital was unable to locate the piece inside the patient and the patient needed further testing to locate it. The additional information was reported from the user facility on (B)(6) 2015: the doctor reported that the patient was referred to the emergency for catheter removal; the vascular surgeon was successful in locating the catheter in the arm using ultrasound; however, when they attempted to retrieve it, the catheter became dislodged and could not be retrieved; later, the patient informed the doctor that they did not use tourniquet during attempts at retrieval after ultrasound, while the vascular surgeon had mentioned they used the tourniquet; they could not locate the catheter with additional CT and other multiple tests; the patient went to another facility to retrieve it, however, did not have any success; the doctor saw the patient on (B)(6) 2015 again; the attempts to locate the catheter have been un-successful after multiple attempts and currently, the patient has not exhibited any symptoms; and additionally, the doctor mentioned the insertion of the catheter was uneventful.